Manufacturer narrative:
Additional information provided in d.10., h.6, and h 10. The returned z-gantry motor was visually inspected, no damage was observed, however, the brakes were observed to exhibit non-uniform wear. The gantry motor was installed on the test laser system using four of its own brakes no sign of movement on the gantry was observed when the system was powered on, but without power, the gantry started drifting down as reported no additional testing was done. The root cause of the reported event is wear on the brakes of the gantry. This report was mailed lo FDA on 01/11/2013. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The service engineer replaced the motor. Awaiting return of component for analysis. The device history records were reviewed and there were no unusual findings related. To the reported issue. F,10. Patient code(s): 2645 (no patient involvement) not labeled. F.10. Device code(s), [component code(s)j: 3026 (unintended movement) not labeled, [3116 (system)] codes provided by manufacturer. This report was mailed to FDA on: 09/05/2012. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the gantry moved from the top z position to the bottom position on its own. There was no patient involvement or injury.